Event description:
A customer reported error message ¿4017 spec. Sy clog detected¿ while performing quality control (qc) on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) followed up with the customer over the phone to address the reported event. While troubleshooting with the customer, fse confirmed the complaint and the customer reproduced the error. Fse instructed the customer to flush the sample nozzle with di (deionized) water and replace the wash solution. The customer re-primed and ran quality control (qc) and patient samples all passed within specifications. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (4017) spec. Sy clog detected. Description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The most probable cause of the reported event was due to a partially clogged sample nozzle.